Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 18 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, the patient complained of fatigue. The patient had been unable to obtain labs prior to the clinic visit due to unsuccessful lab draws. Fatigue was felt to be related to dehydration as patient had suck down events and many pi¿s. The patient was initially told to hold bumex and potassium and have labs drawn on (B)(6) 2017. Lab results showed hemoglobin of 7.3 mg/dl. The patient also reported a dark, tarry stool. Site of bleeding was gastrointestinal. The patient was hospitalized and transfused with an unreported amount of blood. Anticoagulants at time of evert: warfarin, aspirin. No additional information was provided.